Event description:
It was reported that the patient underwent an uneventful ion endoluminal lung biopsy procedure. The physician reported that the patient was stable the entire time and was extubated. The biopsied lesion was 5 cm in size, located in the left upper lobe far from the pleura, and was determined to be necrotic tissue. Approximately 2.5 hours post-procedure the physician and anesthesiologist were notified that the patient was still drowsy and was not following commands; the patient was otherwise hemodynamically stable. The patient was transferred to the emergency department for a stroke work up. The patient was intubated at some point overnight while in the ICU for declining mental status and expired at an unspecified time later. The cause of death was unknown. An autopsy is pending. Per the physician, the ion system did not exhibit any issues or unexpected behaviors that contributed to the death. No additional information was provided.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient with a history of endometrial cancer underwent an ion lung biopsy. The procedure was completed without issue. Post extubation in recovery the patient¿s sensorium remained altered 2.5 hours post procedure prompting work up for a stroke and admission to the ICU. The patient was intubated overnight for worsening mental status but remained otherwise hemodynamically stable. The patient eventually died and an autopsy is pending and efforts at obtaining the results are ongoing. At this juncture the cause of death in the setting of an altered sensorium post procedure is unclear but there is no evidence of malfunction of the ion system, instruments, or accessories. Based on the available data the events were likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Section b2: patient date of death: intubation was the day after the procedure (05/01/2025); however, the date of death was not provided.

Manufacturer narrative:
Additional information: section b5: the physician reported that approximately 2.5 hours post-procedure, the patient was noted to be hypertensive and remained drowsy, prompting transfer to the emergency room for further evaluation. Per the physician, the patient was never hypoxic. The only change in vital signs was hypertension, while the patient remained on room air. A brain, head, and neck CT scan, and all labs were unremarkable except for mildly elevated lactate. An MRI of the brain showed abnormality mainly on the right side and was suggestive of anoxic brain injury. The autopsy was described as "not very revealing," and the reported cause of death was hypoxia with no secondary causes. The physician reported the death was not related to the ion procedure. A re-review of the event was conducted by an isi medical officer, who concluded that the patient with a history of endometrial cancer underwent an ion lung biopsy of a lung lesion. The biopsy was completed without issue in about 35 minutes. 2.5 hours post extubation the patient¿s sensorium remained altered and was not following commands but otherwise hemodynamically stable. Work up for stroke was negative including a CT of the head and neck. Labs were notable for an elevated lactate in the setting of continued hemodynamic stability. MRI performed later the same day was suggestive of anoxic brain injury predominantly on the right side. Due to worsening mental status the patient was intubated overnight in the ICU. The patient ultimately died. There was no malfunction of the ion system, instruments or accessories. The cause of death was attributed to brain hypoxia but the etiology remained unclear despite work up which included an autopsy. Based on the available data the event was procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.0% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.

Event description:
Refer to h11 for follow-up information.